Event description:
Resident was on 2 p.c. Whirlpool system chair. Chair slid off base with resident in it. Resident hit head on floor. Cna was pushing resident back to room. Apollo bathing system #3411 - #3000 level glide transfer system - mobile base.